Event description:
It was reported that the patient had his spectra concealable penile prosthesis replaced with a 3 pc. Inflatable penile prosthesis. The reason for the revision surgery was not provided. No patient complications were reported in relation with this event.